Event description:
It was reported that the patient presented for a lead revision procedure. During procedure, it was noted that the right ventricular lead had dislodged with tissue stuck in the helix which made it unusable. The lead dislodgement was confirmed by fluoroscopy. The lead was not used and replaced during the procedure. The patient was recovering in a stable condition.

Manufacturer narrative:
Further information was requested but not received.